Manufacturer narrative:
This product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the no o2 lights. The key failure is the check valve has low o2 on 2 liters, however, technician noted the pc board mount screw is broken causing led misalignment.